Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one week post implant, echocardiogram revealed a pericardial effusion. The patient was seen another week later and echo still showed some effusion, but since there were no symptoms and device function was normal, the patient will be seen again at her three-month follow-up. The source of the perforation is unknown. A chest x-ray was inconclusive.